Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to above 500 mg/dl. The customer also reported a battery out limit on the insulin pump. Customer stated the alarm occurred during normal use. The customer reported the insulin pump was continuously beeping. The customer's blood glucose was 146 mg/dl at the time of incident. The customer declined to return the insulin pump for analysis.